Event description:
During a ptca procedure, the distal portion of the balloon would not deflate properly after being manually rewrapped between inflations. After continued negative pressure was applied, the balloon deflated enough to be removed. No pt injuries or complications occurred.